Manufacturer narrative:
Testing of actual/suspected device: during pm the earth resistance was not within specifications according to the service manual chapter safety testing 4.4.3 ground resistance. To fix the issue, the fse replaced the line cord assembly, and performed functional check and safety check, repair done. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), found that the protective earth resistance was greater than 0,340. There was no patient involvement, and no adverse event report ed.

Event description:
N/a.